Event description:
The patient reported infusion set cannula was kinked and had bleeding on(b)(6)2026 and symptoms were observed within 3 or more hours after insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.